Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states nothing was working on the pump. The customer states they had high blood glucose levels but were not sure if the pump administered bolus. The customer's blood glucose level was 500mg/dl. The customer states they did not receive any alarms. The customer's most current level was 277mg/dl. The customer was advised replacement pump would be sent. The customer declined to troubleshoot.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was a duplicate submission.